Event description:
It was reported that the device had a power on reset. The device checked out "fine" and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset parameters. The device had a reset on (B)(4)-2011 and the firmware reason was "pg event buffer overflow". The cause is most likely a bit flip in ramware causing the firmware to get lost. There is no way to know for certain.